Event description:
The customer reported the system would not boot. No pt injuries were reported.

Manufacturer narrative:
The svc rep found the issue to be operator error. The interconnect cable was disconnected and reconnected with the system turned on. System tested per service manual, no problem found.